Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was a "system fault 41,541" message. A functional test was performed and the reported issue was unable to be duplicated. The cause of the issue was unable to be determined since no physical damage was noticed on the latch lock optic flex sensor. The latch lock optic flex sensor will be replaced as a preventative measure.

Manufacturer narrative:
Information was received indicating that all the recorded issues were found during an in house testing/inspection process. No patient involvement was recorded.

Event description:
Information received indicating that a smiths medical cadd solis vip pump gave error code 41541 1003. No adverse effects reported.